Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level was 48mg/dl and customer treated with food. Customer current blood glucose level was unknown. Customer stated that they issue with her sensor. Customer did not alleged pump was over delivering. Customer decline for troubleshooting. The product will be returned for the analysis.